Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample using vitros tropi es reagent on a vitros 5600 system. The most likely assignable cause of the event is analyzer related. In addition, pre-analytical sample handling could not be ruled out as a contributing factor. After performing service actions to the well wash system of the vitros 5600 system, within-un precision was acceptable, indicating ocd field service returned the vitros 5600 system to intended performance.

Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using vitros tropi es reagent on a vitros 5600 system. Patient result: 0.496 vs expected 0.027 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported from the laboratory and a corrected report was later issued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).